Event description:
It was reported with the use of the bd phaseal ¿secondary set c61 with a built-in phaseal¿ connector there was an issue with leakage. It was stated ¿during reconstitution of cytotoxic preparation, secondary set c61 is use to spike onto a 250ml normal saline soft bag. Upon priming the secondary line, the leakages occur at the end of the tubing where there's a defect at the cap of the tubing.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: two picture samples and one video sample were provided for evaluation by our quality engineer. A device history record review did not reveal any issues during the production of lot number 1007247 that could have contributed to the reported/observed defect. The review was completed with zero defects found related to the customer's reported failure. No quality notifications were written for this batch, nor for the associated assembly batches. Through inspection of the picture samples and video, it was determined that the cause of the observed defect was incorrect clearance of product at the machine start up within the manufacturing facility. As this component is manufactured by a supplier company, a supplier corrective action request was submitted by bd. According to the supplier response, proper personnel have been retrained on the procedure for the molding process start up.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd phaseal¿ secondary set c61 with a built-in phaseal¿ connector there was an issue with leakage. It was stated ¿during reconstitution of cytotoxic preparation, secondary set c61 is use to spike onto a 250ml normal saline soft bag. Upon priming the secondary line, the leakages occur at the end of the tubing where there's a defect at the cap of the tubing". There was no report of injury or further medical intervention.